Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. Subsequently, a temporary wire was implanted. No additional adverse patient effects were reported.